Event description:
It was reported that multiple cartridge alarm 20 events occurred, while the customer was using the pump for insulin delivery. There was no adverse impact to the customer¿s blood glucose level, as none of the events caused it to exceed 500 mg/dl. Customer reverted to an alternate method of insulin delivery.